Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the event of peritonitis and peritoneal dialysis (pd) therapy on the liberty select cycler with the liberty cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Additionally, there is no allegation of a machine malfunction or fluid leak. Based on available information the cause of the peritonitis cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support requesting the phone number for their peritoneal dialysis nurse (pdrn) in relation to an emergency. The patient did not report the reason for requesting the number, however the technical support representative provided the patient with the number for the clinic. Upon follow up, the pdrn stated that the patient was hospitalized for peritonitis. The pdrn stated that the patient was still hospitalized at the time of the follow up. A peritoneal effluent culture was taken yielding a rare staphylococcus haemolyticus (3+ white blood cells and 1+ gram positive cocci). The pdrn reported that the patient was recovering from the peritonitis event and that the cause of the patient¿s peritonitis was unknown. Subsequent follow up attempts were made, however additional information was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.